Event description:
User facility reported a novasure endometrial ablation was performed "with no issue". Two days post ablation, it was reported that the pt was in the hosp and was "possibly septic". Add'l info rec'd from the physician in 2009 indicated the pt had a "high temperature and a white blood cell count of 14'. During follow-up the following month, it was reported that pt was admitted to the hosp three days prior to original date. Blood work at that time revealed bacteremia with a diagnosis of endometritis. Treatment included antibiotics "which stabilized her". She was discharged on original date. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Device history and sterile lot records reviews were unable to be conducted for the disposable novasure device as an identification number was not provided by the complainant. Lot number not provided by the complainant, therefore device manufacture date cannot be determined. The device was discarded, therefore a failure analysis could not be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure sys. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure sys: infection or sepsis. If add'l relevant info is rec'd, a supplemental medwatch will be filed.